Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (lot 18728c). On (B)(6) 2022, a retest was performed on the cue reader and a negative result was obtained. Customer also performed a binaxnow antigen test on (B)(6) 2022 and obtained a negative result. Customer is fully vaccinated. Customer experienced nausea. All items were stored in correct temperatures.